Event description:
Correction - the physician believed it was possible that there was an insulation anomaly on this right ventricular lead due to the low impedance, however this was unable to be verified as the lead was cut and capped.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacing lead had a low and out-of-range lifetime impedance, a high capture threshold causing failure to capture, and a high sensing threshold. It was considered that there could have been a micro-dislodgement as fluoroscopy did not reveal the lead to be out-of-place. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic and in stable condition.